Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that the device broke between the juncture of blue and white during infusion of cyclophosphamide. The device was not reprocessed/resterilized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one (1) used ch-14 chemoclave vented bag spike for inspection. The clave was broken from the bag spike. The area of the break was examined. The male luer of the clave remained bonded in the bag spike and was broken off with cold form damage observed. The reported complaint can be confirmed. The probable cause is due to an unintentional external force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.